Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had the ins replaced because they were having to charge every day and it started to become a hassle. No patient complications were reported as a result of this event.